Event description:
It was reported that a patient presented in an emergency room with symptoms of headache, dizziness, neck pain and "numbness and weakness of the right leg and numbness of the right upper extremity" after a traumatic mva event. A c4-5 corpectomy with fusion and c3-c6 anterior plate fusion was performed two days later and was completed successfully with no complications. Approximately 9 months later, a revision was needed as the plate had "shifted" and the patient was experiencing numbness, pain and was called a "walking paraplegic". No further information has been reported.

Manufacturer narrative:
(B)(4). Radiology films interpretation: "ap and lateral post-op x-ray of 2 level corpectomy with unknown strut device and anterior plate. Screws are present only at top and bottom of plate."

Manufacturer narrative:
Medical judgment "this patient underwent 2 level corpectomy, corpectomy device and anterior plating in 2007. Due to development of stenosis, the patient underwent 3 level posterior laminectomy and fusion with lateral mass screws c3-c4-c5-c6 done (B)(4) 2008. This was done for stenosis not due to any anterior surgery malfunction."

Manufacturer narrative:
Corrected information: first revision surgery performed approximately 5 months after the original surgery.

Event description:
It was reported that the patient was involved in a traumatic mva and an anterior c4-5 corpectomy and c3-6 laminectomy and fusion was performed. The patient was noted as having cervical myelopathy, cervical stenosis and right-sided weakness, upper and lower extremities prior to surgery as a result of the car accident. The surgeon describes the surgery: "...external cage was then fitted, packed with the patient's autograft. It was then placed in the exposure and expanded. It appeared to have excellent placement based on fluoroscopic images. Following this, a 57.5 mm [cervical] plate was then placed and secured using the 4 screws. Superiorly, a 15mm screws were placed and inferiorly 16mm screws were placed. Microscope was brought out of the field. The plate was then locked in place after ap and lateral fluoroscopic images confirmed appropriate location of the plate." No complications were reported during this procedure. It was also reported that the patient was referred to a new physician and underwent a revision surgery, a c3-c6 laminectomy and fusion with instrumentation, approximately 5 months after the original procedure. The physician noted marked cervical stenosis still at c3-c6 and the patient reportedly presented with myelopathy and "some residual cord compression". It is unknown if the cervical plate was removed during this revision surgery. No patient complications were reported.